Event description:
The report received from the patient's physician/health care provider (hcp) through the medical affairs department indicated that a patient had two (unknown) cypher stents implanted during the patient's index procedure in 2006. The target lesion/vessel information was not provided. Approximately three years later in 2009, the patient experienced an unknown adverse event (ae) requiring a repeat percutaneous coronary intervention (pci). No additional information was provided. Attempts to obtain additional information have been unsuccessful. The event is being captured as coronary artery restenosis. No additional information is available. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Please note that this report represents two (2 each) products with the same (unknown) catalog and lot number. The devices remain implanted in the patient and are not available for inspection. The report received from the patient's physician/health care provider (hcp) through the medical affairs department indicated that a patient had two (unknown) cypher stents implanted during the patient's index procedure. The target lesion/vessel information was not provided. Approximately three years later, the patient experienced an unknown adverse event (ae) requiring a repeat percutaneous coronary intervention (pci). No additional information was provided. Attempts to obtain additional information have been unsuccessful. The event is being captured as coronary artery restenosis. The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a potential adverse event associated with coronary artery stenting. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. Please note that this is the initial/final report for this product.